Event description:
It was reported that the device had a break in the distal end and the sheath became loose. The patient underwent a transurethral resection (tur) procedure for endoscopic treatment of a bladder tumour and it was completed successfully. Later, during a routine cystoscopy on the patient the piece of the resectoscope was found floating in the patient's bladder. The patient returned later to remove the remaining piece of the resectoscope. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Information for b1, b2 and h1 were reported to olympus by the customer on (B)(6) 2025.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.